Event description:
I put my contacts in a solution of bio true muli purpose solution hydration plus by bausch & lomb expiration date of 2025-04-01 lot gd23095 20051900. I rinsed the contacts with bottled water and put them in my eyes within 3 minutes my eyes started burning, I removed the contacts rinsed them again put the back in the burning subsided. We went out to eat and my vision was blurry, returned home and immediately took out the contacts and my eye start burning like there was soap in them extremely painful I tried running water to clear them did not help ended up at emergency room for them to flush my eyes. I notified baush and lomb the next day and they responded by telling me to send them the unused bottle and they would give me a refund. However I am still experiencing issues with my eyes with dryness now. I still have the bottle but I don't know where to send it to for testing. The bottle was brand new for our trip I opened it when we got to (B)(6) and I do still have it.